Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, smoker, periodontal disease, complication in site preparation, undersized implant bed, preceding/simultaneous bone augmentation ((B)(6) are same patient).